Manufacturer narrative:
The reported field event of infection was not confirmed in the laboratory. The device was tested on the bench, device history review was performed, and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with a suspected device infection. The physician ordered a transesophageal echocardiogram to determine if the patient is dependent and if the device should be extracted. The system was extracted. The patient was stable before, during, and after the procedure. The patient is not pacemaker dependent.